Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of hospitalized. The customer was treated with bolus that day and then went to the emergency room. Customer did not allege pump was under delivering. The device will not be returned for analysis.